Event description:
Additional information was received, it was reported the patient felt pain at the anchor sites radiating to their sides, followed by burning of implant. Burning of implant was followed by change of settings. The cause was not determined. The patient's physician ordered an MRI of thoracic and lumber spine. The pain and burning was discontinued after change of device programming. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the burning and pain issues were resolved by a change in settings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned they had some pain 4-6 months ago, so they met with a manufacturer's representative (rep) for reprogramming about 4 months ago, and the rep reprogrammed the pt. Pt got home and, after a couple of days, experienced pain at the implant site, like an intense burning sensation. Pt said their skin was so hot they could not touch their skin. Pt said "it felt like it would burn a hole in my skin." Pt contacted their rep and met with another rep for reprogramming. Then, the pt experienced pain at the implant site over this past weekend similar to the pain they had experienced about 4 months ago. Pt sent a text to the reps over the weekend on sunday, but did not hear back. Pt said they tried to turn their therapy off, but the stimulation on/off button the controller did not work. Pt then went manually into each of the programs on group c and turned the therapy down. Turning the therapy down helped to resolve the issue. During the call, the pt pressed the stimulation on/off button, but the options to turn therapy on and off did not appear. Pt then went into group c, program 1 and manually turned therapy off. Pt said they had "never shut their therapy off before." The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They called their manufacturer's representative to ask for help, but received no return call. Pt lowered all their settings to relieve the heat. They saw another rep a few days later and the settings were changed. The settings were still not right, so pt had them changed again. The burning has stopped, but pt was now having pain at the anchor sites radiating to their sides. They have had to shut off the stimulator to get some relief at times. They plan on making an appointment with their hcp to address the issue. Additional information was received from a manufacturer's representative. The cause of the burning sensation is unknown, and there were no signs of a burn from the heating. The information was confirmed with the patient.